Manufacturer narrative:
(B)(4).

Event description:
The consumer reported stimulation not in all the right areas and overstimulation. The symptoms were in the lower back however the patient needed stimulation also in the upper back and sides. The patient had increased and decreased settings as an intervention already. This was related to positional movement. When the patient laid down, it was too strong which was a change from what it used to be. There was a recent medical test or electromagnetic environmental exposure. The patient had a CT scan that could have been related to this issue and it was noted the patient was hospitalized for 2 weeks for unrelated issues. The patient had an appointment to see the healthcare provider (hcp) on (B)(6) 2016 and wanted to arrange for a manufacturer's representative to be present. This issue occurred on (B)(6) 2016. Relevant medical history included lumbar radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the patient spoke with the manufacturer's representative (rep) on the phone. The rep guided the patient through the steps to properly adjust the control unit to the right levels for standing, sitting, lying down etc. This had helped to give the patient correct control levels of unit activity for more effective pain control. It had made a great difference.